Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a piece of a haptic missing. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm micl13.7, -11.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to observation of excessive vault with blurred vision. The lens was exchanged for a shorter length lens and the problem was resolved.

Manufacturer narrative:
Corrections: on (B)(6) 2018 the lens was removed due to observation of excessive vault with blurred vision and elevated iop. (B)(4).